Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure the pacing impedance measurement was noted to exceed the upper limit. Multiple attempts were made to reposition the lead. However, the issue persisted. The procedure was successfully completed using a replacement lead. The patient was in stable condition throughout.